Manufacturer narrative:
Hydraulic sub-assembly; hose.

Event description:
It was reported by service report that the cot is leaking out of the hose. It is unk if there was pt involvement or if there are adverse consequences to report.